Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from december 2011 to february 2015. For this reason, the first day of the reported study period (01-dec-2011) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication device malfunctions contributed to the adverse events. There is insufficient information provided by the authors to confirm the cause of the reported mis. It is possible that the mis were caused by the mechanism explained above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article ¿imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement¿ 114 consecutive patients who underwent tavr with the edwards sapien or sapien xt valve from december 2011 to february 2015 at one institution were examined. During the study period, 2 patients had a myocardial infarction following tavr. Additional information and exact time of the event were not provided. Article reference: routh, jared m., lee joseph, brodie r. Marthaler, and prashant d. Bhave. "Imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement." Pacing and clinical electrophysiology 41, no. 1 (2018): 81-86.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Four manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2019-00320, 2015691-2019-00321, 2015691-2019-00322, 2015691-2019-00323.